Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2017, and then experienced revision surgical procedure on (B)(6) 2023 approximately 6 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information available.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.